Event description:
Report received from an infection control director indicated that an employee was experiencing 'sloughing of skin', when working with cidex opa. The employee wore latex gloves while working with the disinfectant. They were removed from working in this area and had no further reports. No medical attention received.